Event description:
A referral scan from (B)(6) 2019 was used during planning. Two targets were marked and navigation was exported to spin drive. A lumen registration was completed using a 22ga needle and navigation to the rul target started. The needle was not able to make it to the target so a forceps was opened and used. Once the forceps was in place, a cone beam CT scan was taken to confirm instrument location. Imaging showed accurate navigation location so biopsies were taken. On the third cone beam CT, after the last forceps pass of the left apical target, they noticed a "moderate" pneumothorax and put in a chest tube (per dr. (B)(6). The patient had no other complications from the procedure and the chest tube was removed and the patient was discharged the next day (B)(6) 2019). Dr. (B)(6) noted that this was not surprising due to the proximity to the pluera.